Manufacturer narrative:
Product complaint # (B)(4). Updated event description provided for reporting. Investigation summary the complaint device is not being returned, our affiliate informed us that it was discarded, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be excessive lateral force being applied to the device during use. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
9/3/2019: update: it was reported that the procedure was successfully completed with no patient harm. Fragments were generated and there is no definitive indication that fragments were retained in the patient. Should additional information become available, this event will be reassessed.

Event description:
Additional information reported by the affiliate stated it was unknown if generated fragments were removed.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via cst that omnicut 4.2 res blade 5pk duo+ has metal abrasion not more explained. The procedure was successfully completed with no patient harm. Fragments were generated. Additional information provided by the affiliate reported the lot number is unknown and the procedure occurred sometime in june; the exact procedure date is unknown. The affiliate also reported it is unknown if a surgical delay occurred and surgical intervention is not planned at the moment. It was reported that the case was completed with the same shaver.